Event description:
Per the surgeon's report, this patient's electrode array migrated out of the cochlea. The surgeon explanted the device in 2005 and reimplanted a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code.